Manufacturer narrative:
Analysis of the catheter revealed a catheter body kink. Analysis also revealed dark residue occlusion in dispensing holes that was indicated as event related.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal morphine 10mg/ml at 2.29mg/day and bupivacaine 20mg/ml at 4.598mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain and chronic lower back pain. The concomitant medications and patient history were not reported. It was reported that the patient was in for a refill on (B)(6) 2015, and had recently had increased pain. The patient came in for an increase the week before. During the refill, the volume aspirated was 15cc and the expected volume from the 8840 programmer was 6.4cc. The patient was scheduled for a dye study in office on (B)(6) 2015, but was aborted because the physician could not aspirate the catheter. The physician believed the catheter looked anterior in the intrathecal space and was scheduling patient for MRI of spine. The patient status at the time of this report was "alive- no injury." Additional information received from the manufacturing representative reported that the results of the MRI were normal, with the catheter in the intrathecal space. The patient was scheduled for a pump and catheter replacement on (B)(6) 2015. Additional information received from the manufacturing representative reported that during the procedure, the physician found tissue inside the catheter suture-less connector piece. Also reported that it appeared there was tissue inside the pump catheter port. If additional information is received this report will be updated. {refer to manufacturer report 3004209178-2015-23769}

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.